Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). The customers complaint that handpiece will not turn off was confirmed. The small battery drive was tested and the device continues to run after trigger release. This is most likely due to usage and wear over time. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was not returned and no further investigation could be performed.

Manufacturer narrative:
A review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).

Event description:
It is reported during a right tibia fracture procedure on (B)(6) 2012 the small battery drive would not stop running even when in the off position. Reportedly there was no delay in the procedure. No further information available at this time. This is 1 of 1 report for this event for complaint number (B)(4).